Event description:
During a laparoscopic case, the hook cautery started to spark while in use. The team stopped using this instrument, and the grounding pad was changed. The bovie lot # 251110316t. Original bovie pad was placed on the anterior right thigh. Removed pad and switched leg intraop.